Event description:
Addendum to the initial emdr to document additional information and medical records provided by the patient's attorney. (B)(6) 2011: the patient was diagnosed with a ventral/umbilical hernia and underwent a laparoscopic repair with implant of a bard/davol composix l/p mesh. (B)(6) 2012: the patient underwent laparoscopic gastric band surgery. (B)(6) 2013: the patient underwent a laparoscopic removal of lap band, adhesiolysis, incision and drainage and debridement of abd wall abscess. (Note: there was no mention of any visualization or involvement of the bard/davol mesh.) (B)(6) 2013: the patient was diagnosed with rectus sheath abscess with subfascial and peritoneal component and underwent incision and drainage of abd abscess with subfascial and peritoneal component. (Note: there was no mention of any visualization or involvement of the bard/davol mesh.) (B)(6) 2014: the patient was diagnosed with recurrent abd wall infection and underwent exploratory laparotomy, adhesiolysis, resection of inflammatory abd wall mass/bard/davol composix l/p mesh. Per the operative report details, "there was a large inflammatory mass, perhaps 10 x 10 x 8 cm cephalad, centrally located but slightly off the midline to the right. When I placed my hand in the abd cavity, it drained thick pus out the 2 cm opening on the anterior abd wall. This was cultured. I took a knife and extended the incision through the midline to the xiphoid. I went in from laterally through the deep subcu tissue with a knife around the inflammatory mass. There was no bowel in the area connected to the mass. There was no obvious mesh in the mass but at one point I saw what looked like the pseudocapsule from the previously placed bard composite mesh in the mass." The attorney's legal claim alleges the patient experienced infection or inflammation, tissue abrasion, migration, organ perforation, pain, suffering and disability.

Manufacturer narrative:
Addendum to the previous information based on receipt of medical records. Based on the medical records provided, post implant of the composix lp mesh, the patient was treated for multiple abscess with adhesiolysis. During the first two of these incision and drainage/debridement procedures the composix lp mesh was not noted in the procedure reports to be visualized. During the third abscess recurrence the patient underwent an exploratory laparotomy, during which the mesh was noted to be encapsulated with a inflammatory mass. Based on the patient¿s complex medical and surgical history, we are unable to determine to what extent, if any the bard device may have caused and/or contributed to the events. However, regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ adhesions are known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Based on the available information and without a sample to evaluate, the possible cause of the reported mesh material deformation cannot be determined. There is no indication in the medical records provided, that the patient experienced the originally reported an organ perforation related to the composix lp mesh. With the additional information, the conclusion remains inconclusive. Should additional information be provided a supplemental emdr will be submitted.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Without a lot number a review of the manufacturing records could not be conducted at this time. It was alleged the patient experienced infection, abscess, cellulitis, hernia recurrence, migration of device and perforation. Recurrence is listed as a known possible adverse reaction in the instructions-for-use. In regards to the allegation of infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications experienced by the patient. \the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2011 - the patient had composix l/p mesh implanted during a hernia surgery. The following year it is alleged the patient suffered from unspecified complications. On (B)(6) 2013 - it was determined that the patient had developed recurrent hernia, cellulitis, and abscess of the hernia from the previous mesh implantation. On (B)(6) 2013 - the patient underwent laparoscopic surgery. No details provided. On 2013 - the patient began experiencing acute symptoms and was hospitalized. On (B)(6) 2014 - the patient was hospitalized and had to have the abscess draining and abdomen resection. The attorney's legal claim alleges the patient experienced infection or inflammation, tissue abrasion, migration, organ perforation, pain, suffering and disability.